Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 22may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.